Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-jul-2020 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 19-feb-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg), multiple deployments were done as thresholds and impedance were high. After successful deployment, the device dislodged while pulling the tether. It was reported less than two tines were engaged which caused the device dislodgement . The device was successfully snared and a new leadless ipg was implanted. No patient complications have been reported as a result of this event.